Event description:
After device implanted, the device malfunctioned and would not change for defibrillation requirement. Pt externally defibrillated. Wound opened, device replaced immediately without complication. Device returned to MFR.